Event description:
It was reported that during a recurrent diverticulum procedure, the device was fired and the jaws would not open. It is unknown how the device was removed from the tissue. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what firing did the event occur? Asku. What color cartridge was being used? Asku. Was the device fired over an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. How was the device removed from the tissue? What is the current status of the patient? The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.